Event description:
The customer alleged they received questionable results for one patient from a chemistry panel on their d-module analyzer. The sample was originally tested on an aliquot tube processed through the customer's modular pre analytics device. The doctor called questioning the initial patient results. The original tube was then processed through another analyzer, serial number (B)(4), on (B)(6) 2012. The patient's initial gluco-quant glucose/hk result was 52 mg/dl. The repeat result was 94 mg/dl. The patient's initial creatinine jaffé method result was 5.81 mg/dl. The repeat result was 0.60 mg/dl. The patient's initial ion selective electrode potassium result was 3.6 mmol/l. The repeat result was 4.2 mmol/l. The patient's initial albumin bcg method result was 4.1 g/dl. The repeat result was 7.7 g/dl. The patient's initial alanine aminotransferase acc. To ifcc with/without pyridoxal phosphate activation (alt) result was 25 iu/l. The repeat result was 10 iu/l. The patient's initial aspartate aminotransferase acc. To ifcc with/without pyridoxal phosphate activation (ast) result was 22 iu/l. The repeat result was 10 iu/l. The repeat results were considered to be correct. There were no adverse events. The customer declined a service visit as the issue has not reoccurred and felt it was an isolated incident. The glucose r1 reagent lot number was 65055101 and the expiration date was 04/30/2013. The glucose r2 reagent lot number was 65986401 and the expiration date was 09/30/2013. The creatinine r1 reagent lot number was 66621301 and the expiration date was 09/30/2014. The creatinine r2 reagent lot number was 65297801 and the expiration date was 01/31/2014. The potassium electrode lot number was z21 and the expiration date was 06/30/2013. The albumin r1 reagent lot number was 66123501 and the expiration date was 08/31/2013. The albumin r2 reagent lot number was 66076501 and the expiration date was 09/30/2013. The alt r1 reagent lot number was 65813401 and the expiration date was 08/31/2013. The alt r2 reagent lot number was 66107301 and the expiration date was 10/31/2013. The ast r1 reagent lot number was 65624601 and the expiration date was 07/31/2013. The ast r2 reagent lot number was 66036301 and the expiration date was 10/31/2013.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. The reaction monitor information was no longer available. The calibration and quality control data did not indicate an issue. It is likely the issue was caused by the sample itself due to a pre-analytical problem as multiple assays were affected.